Event description:
Discrepant results for sodium (na), potassium (k) and calcium (ca) were obtained on an advia 1800 instrument. Low concentrations for na, k and ca were measured in a patient sample. The same sample was run a total of five times and the results were not repeatable. The results were not reported out. The customer stopped using the instrument for diagnostics. There are no known reports of patient intervention or adverse health consequences due to discordant results for na, k, ca.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined a mechanical problem to be the cause for the lack of precision in the ise and colorimetric tests. The fse replaced the sample dilution probe and seals on the dilution probe aspiration pump and the dilution probe discharge pump. The instrument is performing within specifications. Further evaluation of the device is not required.